Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the printed circuit interface (pci) bus cable to correct the issue found at boot up and the ccm successfully booted up. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) booted up with a 'computer needs service' message. There was no patient involvement.